Manufacturer narrative:
The reported product's have been returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified erratic readings on his adc blood glucose meter. As a result of this issue, on (B)(6) 2016 the customer presented to a hospital where his blood glucose was measured at 389 mg/dl. The customer reported he was treated with 1 liter of saline, and "4 or 8 units" of humalog (insulin). The customer refused to complete troubleshooting or provide any further information. There was no report of death or permanent injury associated with this event.